Event description:
Event description guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) oversensed paced atrial output on the ventricular channel. Ventricular pacing was inhibited and the patient had a syncopal episode as a result. Device programming changes were made, including decreasing the atrial output and device sensitivity setting. Oversensing persists, but the occurrence has been significantly reduced since reprogramming. It was also noted that a previous ventricular lead has been surgically abnadoned. Noise could be evoked with clinical maneuvers when programmed to vvi (single-chamber) operation. A guidant technical services consultant recommended obtaining a chest x-ray (cxr) and and monitoring the patient. The patient remains hospitalized. The physician will update guidant when more information is available.